Event description:
It was stated by the customer that the wrong diopter lens was implanted and the patient had a myopic outcome. No adverse effects to the patient were reported.

Manufacturer narrative:
Intraocular lens (iol) was implanted on (B)(6) 2012 and explanted on (B)(6) 2012.

Manufacturer narrative:
Visual inspection showed that the lens was received cut in half, which is a condition consistent with a lens that has been removed from the eye. No optical deviations on the optic parts could be found. Manufacturing record review indicated that the production order passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.